Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit will not autofill.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction and confirmed problem stated by customer. The fse found the vacuum pressure to be above 150mmhg, also performed a pneumatic performance test and found the recovery time to be at 10.6. The fse disassembled the pump removed and replaced fill assembly. Vacuum pressure was checked and pneumatics performance test, but the unit was still not within specs. Replaced the compressor and performed all functional checks. Checked the vacuum pressure and pneumatic performance test, unit was within specifications at 6.0 seconds for recovery time and under 125 mmhg for vacuum pressure. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.